Manufacturer narrative:
(B)(4).

Event description:
The complaint device was not returned for evaluation. The receiver (part number stk-gl-pnk /serial number (B)(4)/lot number 5067290), being used with the complaint transmitter, was returned on 05/14/2016. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A review of the downloaded receiver log confirmed the reported event of an intermittent out of range signal. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient experienced an intermittent out of range signal. No additional patient or event information is available. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.